Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1660 and had issues with the main board were noted. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Investigation could not download event history log. Visual inspection, power up the pump and opening of the pump. The reported "ec 1660" problem was duplicated. According to the investigation, this occurs when there is a watchdog timer error, and no evidence was found inside the pump to indicate any issues. The investigation reported that the pump faulty mp board caused the reported problem. The pump mp board will be replaced to correct the reported problem. The problem source of the reported problem is unknown.